Event description:
The user was explanted due to no benefit with the device. During explantation it was noticed that all electrode channels were outside of the cochlea.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. The recipient's long-term deafness prior to implantation combined with the observed ossification of the cochlea likely contributed to the unsatisfactory hearing benefit. This is a final report.

Event description:
The user was explanted on (B)(6)2023 due to no benefit with the device and the electrode lead was found in the radical cavity. During explantation it was noticed that all electrode channels were outside of the cochlea, but this was due to surgical procedure and probably not at the beginning of the surgery. Reportedly the user never really profited from the device.